Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob & weight not provided for reporting. (B)(4), lot number unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Product was not returned and without a lot number the device history records review could not be completed; the investigation could not be completed; no conclusion could be drawn. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) patella procedure on (B)(6) 2018, upon review of x-ray, it appeared the threads of the ti 4.0mm cannulated screw came unwound from the shaft . The surgeon retrieved the threads. There is no additional information. (B)(4).

Manufacturer narrative:
Complainant part returned and a manufacturer review/investigation was completed. Investigation summary: the screw (part number unk, lot number unk, manufacturing date unk) was received at us cq with the distal threads broken (uncoiled) from the shaft. The distal threads were returned. The complaint condition was visually confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable, as the device was returned broken. DHR review: a DHR review could not be completed as the lot number of this screw is unknown. A material check was performed at us cq. The material properties of the screw were defined. The weight percentage for chromium (cr), manganese (mn), iron (fe) and nickel (ni) was within specification. After analyzing the results, it was determined that the material was 316 stainless steel and the material properties met the specifications. Conclusion: the complaint condition was confirmed as the screw was received broken. A visual inspection, drawing review, dimensional analysis and material analysis were performed as part of this investigation. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause can be determined, it is possible that the device encountered forces outside the scope of the design (e.g. Inserted into dense bone without a properly sized pilot hole; improper tapping; etc.). No new malfunctions were observed while performing this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is expected to be returned for manufacturer review/investigation, but has not been received yet. Corrected data: device malfunctioned intraoperative. Device was not implanted/explanted. Date of implant was reported in error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.